Event description:
As reported to microvention through the fred clinical study, a retrospective post-market clinical study of the flow re-direction endoluminal device system in the treatment of intracranial aneurysms: post implantation of fred flow diverters an angiography showed in-stent thrombosis in the left internal carotid artery stent. It was noted, "# 01039: in-stent thrombosis; the investigator determined, based on the patient¿s medical records regarding the stent procedure, that this was possibly related to the investigational device." The patient had an aneurysm at the bifurcation of the right middle cerebral artery m1 segment, stenosis of the right middle cerebral artery m1 segment, a left ophthalmic artery aneurysm, a left posterior communicating artery aneurysm, and a dissecting aneurysm at the v4 segment of the left vertebral artery. On june 29, 2023, fred 3.5 mm x 24 mm and fred 2.50 mm x 26 mm flow-diverting stents, were implanted. Angiography showed in-stent thrombosis in the left internal carotid artery stent and in the right middle cerebral artery stent. A loach guidewire was used to assist placement of an 8f mpa 90 cm catheter into the origin of the left internal carotid artery. A 6f 115 cm xinwei intermediate catheter was then coaxially advanced to the cavernous segment of the left internal carotid artery. Under the working projection, a headway-21 microcatheter was advanced to the m2 segment of the left middle cerebral artery over an asahi 0.014 x 200 microguidewire. The guidewire was exchanged for an asahi 0.014 x 300 microguidewire, and a gateway 3.0 mm x 9 mm balloon was placed at the occluded segment within the stent for dilation. Subsequent angiography showed restored blood flow. Right internal carotid artery angiography showed in-stent thrombosis in the right middle cerebral artery stent. A loach guidewire was used to assist placement of an 8f mpa 90 cm catheter into the origin of the right internal carotid artery. A 6f 115 cm xinwei intermediate catheter was then coaxially advanced to the cavernous segment of the right internal carotid artery. Under the working projection, an sl-10 microcatheter was advanced to the m2 segment of the right middle cerebral artery over an asahi 0.014 x 200 microguidewire. The guidewire was exchanged for an asahi 0.014 x 300 microguidewire, and a trek 2.0 mm x 12 mm balloon was placed at the occluded segment within the stent for dilation. Subsequent angiography showed restored blood flow. Standard anteroposterior and lateral angiography was performed, and 3d-CT showed a hyperdense area in the right basal ganglia region. The catheters were withdrawn and the procedure was completed. The patient was transferred to the aicu ward under general anesthesia without awakening for continued treatment and was discharged on july 7, 2023 after the condition became stable. Devices remain implanted. The first fred (lot unknown) is captured in this report. The second fred device will be reported on subsequent MDR filing. Ancillary device(s) and/or medications used included the following: loach guidewire, 8f mpa 90 cm catheter, 6f 115 cm xinwei intermediate catheter, headway-21 microcatheter, asahi 0.014 x 200 microguidewire, asahi 0.014 x 300 microguidewire, gateway 3.0 mm x 9 mm balloon, trek 2.0 mm x 12 mm balloon, sl-10 microcatheter.

Manufacturer narrative:
Please note due to the number of concomitant devices, they are listed in b5 not d11. Procedure/medical information review: imaging review: 8 radiographic images are submitted. They are embedded in a powerpoint presentation. I am describing them with the label ¿picture #¿ in the order in which they appear in the powerpoint presentation. The images are not labeled for time or date. Picture 1: lateral left ica dsa subtracted, with contrast. There is a small, approximately 3 mm, wide-necked, superior hypophyseal aneurysm. There is moderate atherosclerotic disease involving the cavernous carotid. There is mild, diffuse atherosclerotic intracranial small vessel disease. Picture 2: lateral ica road map, subtracted, with contrast. A fred device is being deployed. Its distal end starts at the level of the posterior communicating artery. The delivery microcatheter tip is at the anterior genu of the cavernous ica. Approximately 1/3 of the stent has been deployed, while the rest is inside the delivery microcatheter. Because this is a subtracted road map, it is difficult to see the stent. Picture 3: lateral ica road map, not subtracted, with contrast. Distant has been completely deployed from the pcom level to the posterior aspect of the ica siphon. The delivery microcatheter tip is just proximal to the proximal end of the stent, and the stent pusher wire tip is just distal to the distal end of the stent. There is good wall apposition of the stent. Contrast material is seen in the artery proximal to, inside of, and distal to the stent. Picture 4: ap left ica dsa subtracted, with contrast. This is the companion image to picture 1 and shows the same findings. The aneurysm is not well seen in this projection. Pictures 5, 6, 7: axial t2 brain MRI with three cuts spanning from just above the lateral ventricles to the mid portion of the lateral ventricles. The highest cut shows five small (approximately 5 mm or less each) hyperintense lesions in the watershed of the aca and the mca, compatible with ischemia. The lower 2 cuts also demonstrate hyperintense, somewhat larger lesions in the deep white matter. Picture 8: 3-dimensional cerebral angiogram in the rao projection. Both carotid circulations our scene. A fred stent is seen in the above-described position in the left ica. Another fred stent is seen on the right side, starting in the posterior transverse cavernous ica, likely to the right m1 segment of the mca; it is difficult to determine the distal landing zone because the mca is foreshortened in this projection. All cerebral arterial branches are open bilaterally. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications: possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred system with a .027 inch (0.69 mm) inner diameter headway® 27 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheath into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers approximately 7 mm past the aneurysm neck. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred system positioning is not satisfactory, the fred system implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate coverage. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 7 mm on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred system if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred system implant. 21. Caution: carefully watch the fred system implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: eight radiographic images were provided for review. They are embedded in a powerpoint presentation. The images were described with the label ¿picture #¿ in the order in which they appear in the powerpoint presentation. The images are not labeled for time or date. The review of the images is as follows: picture 1: lateral left ica dsa subtracted, with contrast. There is a small, approximately 3 mm, wide-necked, superior hypophyseal aneurysm. There is moderate atherosclerotic disease involving the cavernous carotid. There is mild, diffuse atherosclerotic intracranial small vessel disease. Picture 2: lateral ica road map, subtracted, with contrast. A fred device is being deployed. Its distal end starts at the level of the posterior communicating artery. The delivery microcatheter tip is at the anterior genu of the cavernous ica. Approximately 1/3 of the stent has been deployed, while the rest is inside the delivery microcatheter. Because this is a subtracted road map, it is difficult to see the stent. Picture 3: lateral ica road map, not subtracted, with contrast. Distant has been completely deployed from the pcom level to the posterior aspect of the ica siphon. The delivery microcatheter tip is just proximal to the proximal end of the stent, and the stent pusher wire tip is just distal to the distal end of the stent. There is good wall apposition of the stent. Contrast material is seen in the artery proximal to, inside of, and distal to the stent. Picture 4: ap left ica dsa subtracted, with contrast. This is the companion image to picture 1 and shows the same findings. The aneurysm is not well seen in this projection. Pictures 5, 6, 7: axial t2 brain MRI with three cuts spanning from just above the lateral ventricles to the mid portion of the lateral ventricles. The highest cut shows five small (approximately 5 mm or less each) hyperintense lesions in the watershed of the aca and the mca, compatible with ischemia. The lower 2 cuts also demonstrate hyperintense, somewhat larger lesions in the deep white matter. Picture 8: 3-dimensional cerebral angiogram in the rao projection. Both carotid circulations our scene. A fred stent is seen in the above-described position in the left ica. Another fred stent is seen on the right side, starting in the posterior transverse cavernous ica, likely to the right m1 segment of the mca; it is difficult to determine the distal landing zone because the mca is foreshortened in this projection. All cerebral arterial branches are open bilaterally. The images provided did not show evidence of the thrombosis described in the reported event. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.